Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields were updated.

Manufacturer narrative:
The occupation is lay user/patient

Event description:
The customer complained of dim and difficult to see segments in the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that she could not tell if a result was 2.7 or 2.6. The customer replaced the batteries three times and corrected the position of the batteries. The customer checked the display. The results field was missing and the screen was blank. There was no allegation of an adverse event. The initial investigation found the meter would not power on and there was corrosion on the battery contacts. The suspect device was requested to be returned for investigation.